Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. Testing confirmed intermittent responses to button presses on the ok button and the rest of the buttons on the keypad. Multiple button presses are required before the buttons will engage. Removed keypad cover to check condition of the button contacts and found that there was contamination present under the contacts of all buttons. Observed the ok button contact is inverted. Confirmed display is faded and discolored upon start up and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Completed the testing with test display.

Event description:
The patient claimed that the ok button required several presses to activate the desired pump functions. The keypad is also worn; however, intact with no visible rips or holes. The patient also mentioned that the display was faded. There was no adverse event associate with this complaint. The pump was replaced.